Event description:
Rptr states that the retaining bolts strip very easily, causing the fixture to fall. The rptr states that the MFR is well aware of the design flaw and had been offering a repair kit free of charge for the past three years. However, the MFR is now only offering a 50% discount on the kit. The rptr feels that devices should have been recalled or at least, mandatorily retro-fit by the MFR free of charge.